Event description:
Event was reported to caldera medical by an attorney. The pt has suffered infection, vaginal pain, corrective surgery, vaginal swelling, bleeding, pelvic pain, cramping, poking, dyspareunia, and odor. No further info has been provided.